Manufacturer narrative:
No button error alarm was noted during testing. The insulin pump had intermittent button resposne due to a flattened button dome switch. No moisture damage was noted on the electonics. The insulin pump had minor scratches on the display window, cracked case at the display window corner and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, after the device may have been exposed to perspiration. Customer's blood glucose was 202 mg/dl. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.